Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged. Although requested, the customer declined to provide further information or participate in troubleshooting.

Event description:
It was reported that it was difficult to insert the charging cable into the charging port and the pump could not be charged properly without the customer wiggling the cable into the charging port. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide further information or participate in troubleshooting.